Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the users experienced a login issue on the pyxis server. When attempting to log in, they continuously received an 'unable to authenticate' error. This issue affected the entire pharmacy team. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that active directory domain services (ad ds). Review of adsyncservice error logs showed recurring data source errors during batch user account updates, causing the service to switch to failover mode. The technical support specialist (tss) attempts to start active directory domain services (ad ds) were unsuccessful, and server manager confirmed the ad ds role was in an error state, likely due to an incomplete or failed deployment. Tss advised hospital it to review and remediate the ad ds server configuration. The director of pharmacy at liberty rehabilitation hospital later confirmed that hospital it resolved the ad ds issue successfully. The system functioned as intended after the technical support specialist (tss) investigated the issue.